Manufacturer narrative:
The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) asian male had impella cp pump inserted in the right femoral for acute myocardial infarction (ami)/cardiogenic shock (cgs). The patient had access site bleeding and as a result ten (10) units of red blood cells (rbcs) and forty (40) units of fresh frozen plasma (ffp) was administered, and the patient expired due to do not attempt resuscitation (dnar).

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2022-01256 was provided in sections b2, b5, d6a, d6b, h1, and h6.